Event description:
It was reported that the physician successfully performed one pass with the retrieval device. However, as the physician attempted to perform the second pass, the patient suffered a subarachnoid hemorrhage (sah) and "passed away on the table". The physician stated that the cause of the patient death was the sah. No further information was provided.

Manufacturer narrative:
The device is not available to the manufacture.

Event description:
It was reported that the physician successfully performed one pass with the retrieval device. However, as the physician attempted to perform the second pass, the patient suffered a subarachnoid hemorrhage (sah) and 'passed away on the table.' The physician stated that the cause of the patient death was the sah. No further information was provided.

Manufacturer narrative:
The device was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Hemorrhage and death are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural and patient complication.